Event description:
During cystoscopy using a r. Wolf flexible ureteroscope, doctor noticed a small piece of metal in the patient's uterus after scope was inserted. There was no problem with the view of the scope, and the doctor removed small piece of metal without any patient injury. After scope had been cleaned, inspection showed a small crimp in the scope. This crimp/damage to scope was not noticed before surgery.